Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter and perforation of all filter strut(s) outside of the ivc into surrounding tissue/organs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter and perforation of all filter strut(s) outside of the inferior vena cava (ivc) into surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, distress and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of sleep apnea, obesity and multiple comorbidities. The indication for the filter placement was reported to be as prophylaxis in a patient at high risk for deep vein thrombosis (dvt) and pulmonary emboli (pe) prior to gastric bypass surgery. The filter was implanted via the right internal jugular vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. More than eleven years after the filter implantation, the patient underwent a computerized tomography (CT) scan. The patient underwent another CT scan more than fourteen years after the filter implantation. These scans were re-evaluated more than eighteen years after the implant procedure and revealed that the superior aspect of the filter was located in an infrarenal position. The filter was tilted posteriorly at its¿ superior aspect and laterally at its¿ inferior aspect. All struts of the filter perforated the ivc by up to 8mm with some struts within the soft tissues or in contact with the aorta or the right renal artery. More than eighteen years after the filter implantation, the patient reported having experienced right groin pain, pain in feet and reported that their legs and feet had turned black. The patient presented to the hospital with sciatica and again for blood clots throughout their legs and underwent stent implantation. The patient¿s legs were discolored from poor circulation. The patient further reported having experienced mental anguish, fear and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain, skin discoloration and poor peripheral circulation experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of sleep apnea, obesity and multiple comorbidities. The filter was placed prophylactically prior to gastric by-pass surgery as the patient was high risk for deep vein thrombosis and pulmonary emboli. The filter was deployed via the patient's right internal jugular vein. The filter was placed into the infrarenal area of the inferior vena cava. A post-procedural cavography showed that the filter was in a satisfactory position. The patient tolerated the procedure without any apparent significant complications or difficulties. A computed tomography (CT) scan done approximately eleven years and nine months after the index procedure was re-evaluated eighteen years and one month after the index procedure. That scan revealed that the superior end of the cordis trapease permanent inferior vena cava (ivc) filter is at the l1-l2 interspace. The ivc filter is tilted posteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted laterally at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 8 mm. One (1) anterior strut perforates the ivc wall 5 mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 6 mm and contacts the aorta. One (1) medial strut perforates the ivc wall 6 mm and contacts the right renal artery. One (1) posterior strut perforates the ivc wall 8 mm and resides within the soft tissues. Two (2) lateral struts perforate the ivc wall both 7 mm and resides within the soft tissues. Computed tomography (CT) scans done approximately fourteen years and eight months after the index procedure were re-evaluated eighteen years and one month after the index procedure. The superior end of the inferior vena cava (ivc) filter is at the l1-l2 interspace. The ivc filter is tilted posteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted laterally at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 8mm. One (1) anterior strut perforates the ivc wall 5 mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 6 mm and contacts the aorta. One (1) medial strut perforates the ivc wall 6 mm and contacts the right renal artery. One (1) posterior strut perforates the ivc wall 8 mm and resides within the soft tissues. Two (2) lateral struts perforate the ivc wall both 7 mm and resides within the soft tissues.   Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, perforation of filter strut(s) outside of the inferior vena cava (ivc), perforation of filter strut(s) into organs and is scared. The patient has also experienced, right groin pain, pain in feet, legs and feet turned black. Subsequently the patient went to the emergency room for sciatica and again for blood clots throughout legs. The patient then had stents implanted. Her legs and feet are discolored from poor circulation. The patient became aware of the reported events eighteen years and one month after the index procedure.